Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of an accuracy issue was confirmed during the service repair process. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a defective air-in-line sensor due to 242.4030 error code. The proximate cause of the membrane frame issue was determined by service to be due to customer damage. The proximate cause of the iui issue was determined by service to be due to wear.

Event description:
It was reported that device failed accuracy - low (volume, temp, pressure) test.